Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an emerge balloon catheter with no other devices. There was contrast in the inflation lumen. The hypotube shaft was completely separated 79cm from the hub. The fracture faces were oval as if kinked prior to separation. There were numerous hypotube kinks. There was no damage or irregularities to the inner and outer shaft. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. A 2.00mm x 12mm emerge¿ balloon catheter was advanced for dilatation. However, it was noted that the shaft of the device was broken. The physician then removed the device and the procedure was competed with a different device. No patient complications were reported. Patient's status was fine.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that shaft break occurred. A 2.00mm x 12mm emerge¿ balloon catheter was advanced for dilatation. However, it was noted that the shaft of the device was broken. The physician then removed the device and the procedure was competed with a different device. No patient complications were reported. Patient's status was fine.